Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The device is not being returned and therefore not available for evaluation. This complaint cannot be confirmed. Based on the information provided we are not able to determine a root cause for this failure. The lot number of the devices is unknown which precludes conducting a batch history review or a lot specific search in the depuy synthes mitek complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported via email from the r&d director for depuy mitek that a 4.75 hak anchor broke during a procedure. The doctor was using tape and the black awl to the 4.5 line and that the doctor released the sutures per technique before inserting the screw. No further information was provided. The device number and the lot number are unknown.